Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found adhesive on the bending cover has a chip. Switch 4 has wear due to physical stress. Due to a cut on switch 1, water tightness is lost. The watertight area has become defective. Due to deformation of the scope cover, water tightness is lost. In addition, due to wear of the zoom lever water tightness is lost. Due to wear of angle wire, the play up/down knob is out of standard value. The angle wire become stretched. The control unit has a discoloration and the connecting tube has a discoloration. The connecting tube has a scratch. Due to damage, switch 4 does not work. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the flex video scope has a rubber adhesive peeled off during regular inspection. It is unknown when the issue reported was found. The device was returned for evaluation. During the device evaluation, the foreign object clogging nozzle was found. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that had deviated from the instruction manual. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.